Event description:
Patient reported right side capsular contracture, baker grade unknown, diagnosed via MRI with "pain, palms are numb, severe fatigue, wrinkling sides, cysts, weight gain" and concern with textured implants. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "capsular contracture" baker grade unknown diagnosed via MRI, "pain in the right breast", "severe chest pain", "wrinkling sides" and "concern with textured implants". Patient also reported the following symptoms, which are not device-related: "numbness", "fatigue", "weight gain", and "cysts". The device has been explanted.

Manufacturer narrative:
Clarification to d4 device information: serial numbers were provided as (B)(6). It has not been confirmed which number belongs to which side. Devices share the same catalog number which has been populated. Clarification to d6a implant date: two possible implant dates were provided, (B)(6) 2002. A partial implant date of (B)(6) 2002 has been entered until additional information is received. Additional, changed, and/or corrected data: a2, b5, d4, d6a, g1, g2, h6, h11.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Patient reported, right side capsular contracture, baker grade unknown. Diagnosed via MRI with "pain, palms are numb, severe fatigue, wrinkling sides, cysts, weight gain". And concern with textured implants. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ crease/folding of implant: unable to observe on the provided photos. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ numbness: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture, baker grade unknown, diagnosed via MRI with "pain, palms are numb, severe fatigue, wrinkling sides, cysts, weight gain" and concern with textured implants. Patient later reported "folding of the implant". The device has been explanted.